Event description:
It was reported the pt desires better stimulation coverage on his right side. The pt is to consult with a physician regarding surgical intervention and f/u with the sjm rep as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.